Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was not holding its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred a few months ago from date manufacturer was made aware.